Manufacturer narrative:
A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Writer learned the end user was recently admitted to hospital for clogged tube and a thrombolytic was administered as intervention. He is home now and draining without difficulty. Spoke to end user to acknowledge the complaint. Product code and batch number remain unknown.